Manufacturer narrative:
(B)(4).

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the xmax motor device had worn coupling and lock, sluggish bearings, and temperature above specification. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.